Event description:
Pt implanted with synex ii and posterior pedicle screws. Approximately 14 months status post, pt heard a noise and is suffering recurrent pain, synex ii collapsed. Surgeon reportedly believes the bone graft will provide good support with pedicle screws in situ and he had not plans to explant.

Manufacturer narrative:
Add'l info was requested, however, returned document did not include this info. Manufacture date cannot be determined without lot number. Investigation could not be completed, no conclusion could be drawn, as no device was returned, and no lot number was provided. Device recall has been initiated.